Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted about the episode and it was discovered this ICD exhibited noisy signals on all the channels, which ts questioned if this patient had undergone a procedure during that time. This ICD remains in service. No additional adverse patient effects were reported.